Manufacturer narrative:
Please retract this report 2938836-2017-31589. The low and high hvli impedance issues were on other competitor rv lead only not on the ra lead.

Event description:
It was reported when the patient presented in the emergency room after receiving several shocks. Upon device interrogation, it was observed that the patient received 37 inappropriate shocks due to noise. Additionally, 154 aborted shocks in the diagnostics were also noted. Noise and low impedance alerts was seen on all leads. Atrial and ventricular noise reversion alerts were also present. Technical services discussed the possibility of a header issue or leaky septum as the cause of the simultaneous lead issues. Initially, programming changes were made on the device. On the later date the device was explanted and replaced. All the leads remains implanted. There were no issues with the leads and the patient was stable.